Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning various components of the pump and successfully helped the customer load a new cartridge. The customer resumed insulin delivery and requested replacements for three cartridges that previously failed to load. Technical support arranged to send these replacements to maintain customer satisfaction.